Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Three devices were found to be affected by paint chips flaking from the device. Regarding the events of overheating, two devices were affected by corrosion and broken-down lubrication, and 1 device was affected by broken-down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly overheating and had missing paint chips. There was no patient involvement; no patient impact.